Event description:
It was reported that during a percutaneous coronary intervention using a kissing balloon technique of the lad, a vessel dissection occurred. A maverick 2 monorail 12mmx2.5mm balloon was advanced to the proximal diagonal branch and a maverick 2 monorail 30mmx3.0mm balloon was advanced to the lad. A taxus liberte long stent 3.0x38mm stent was placed in the proximal to mid lad. A dissection was reported in the diagonal branch. A taxus liberte atom 2.25x12mm was implanted to repair the dissection. The patient's condition is reported as "ok."

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).